Event description:
The pt is a male with a history of coronary artery disease, hyperlipidemia, hypertension, and congestive heart failure. The pt called medical affairs to report numerous adverse events. The pt was contacted and further clarification was made. The pt received two cyphers and an unk stent in the left anterior descending artery (lad) in 2003. The pt reported he experienced temporary relief of the previously existing "heart pain" following the procedure. The "heart pain returned a few days after the procedure, beginning the following month. The pt was readmitted to the hospital and had another cypher implanted in the rca on the same month. The pt experienced relief of the "heart pain" following the procedure. However, the pt had a recurrence of the pain in 2004 (date unk) and received an add'l cypher in the circumflex artery (cfx) the same year. Beginning in 2006 (date unk), the pt reports the return of the heart pain. He was admitted to the hospital in 2004 to have another stent (guidant multi-link) implanted in the cfx. The pain subsided. In 2006, the pt had a return of the chest pain and a cag during that year showed "no problems with any of the stents" and "all the stents were open". The pt has continuing chest pain. Physician is aware of this event, no treatment has been prescribed. A hernia, the gall bladder and the lungs have all been ruled out as causes.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.